Event description:
It was reported that thrombosis occurred. Prior to the procedure, warfarin was held for 4 days, and plavix was continued and not interrupted. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The post-implant drug regimen was warfarin and plavix. During the 45-day follow-up transesophageal echocardiogram (tee), a device related thrombus was noted on the outside of the device. There was no shift in the device and no leak was noted. The patient will remain on warfarin and plavix to ensure they remain in a therapeutic range and a repeat tee will be performed in two months.